Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not fill the cartridge with more than 300 units of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was noted to be leaking from the end which connects to the pneumatic tap. Reportedly, the customer had loaded over 300 units of insulin. The customer was able to load a new cartridge successfully. There was no impact to the customer's blood glucose level.